Manufacturer narrative:
There were multiple PMA / 510(k) numbers reported to be involved. The information for each PMA / 510(k) number is listed below: PMA / 510(k) #: bk050036. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had damaged caps. No serious injury or medical intervention reported.